Event description:
Pump battery was reported to drain quickly, with battery percentage dropping from 25% to 15% within 30 minutes. Patient needed to recharge the pump every other day, and charging took a long time. There was no adverse impact to the customer¿s blood glucose level. The customer tried using different charging cables, but it didn¿t solve the issue. The customer, who is out of warranty, declined follow-up and is in the process of obtaining a new device. No additional information regarding the outcome of the event was received.